Manufacturer narrative:
(B)(4).

Event description:
The dentist reported 5 months after the dental implants was installed in intraoral region #31 it was verified its non osseointegration. Immediate load was performed. Patient had low bone quality (bone type iii).